Manufacturer narrative:
(B)(4).

Event description:
The patient reported a shocking sensation. The patient gets shocked every time she walks through a security gate in stores. Event date: (B)(6) 2012. The patient was going to discuss device explant with hcp (healthcare provider) because of shocking and not being able to have MRI of other body parts due to her device. The patient was having such a difficult time and so maybe her device needed to be removed. The patient stated: "implant is causing such a headache than more being helpful". Compatibility guidelines were requested. The patient was having MRI for dystonia diagnosis. Indications for use were noted as: bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.